Event description:
It was reported that the device was causing a high pressure error on an infusion pump. Cassette was transferred to another pump with the same result, unable to pump any medication. Cassette had to be replaced, which resolved the issue. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.